Event description:
On (B)(4) 2013, the lay user/patient contacted lifescan alleging a contrast issue on the onetouch ping meter. The issue was not resolved with troubleshooting. The patient did not experience any symptoms or seek any medical attention because of the reported issue.